Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported that either the sensor wire or the applicator needle was stuck in his abdomen. He initially stated that 'the sensor was stuck in my abdomen.' He then stated that he pushed the applicator button and 'it didn¿t retract all the way' and 'the needle was stuck in my body.' He then stated that he removed 'the applicator tape and everything' from his body and the thread was still stuck in his body. He stated he was unable to remove it with tweezers, so had to go to the emergency room (ER) to have it removed. The patient declined to provide further information. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.